Event description:
It was reported that the device voltage was higher when interrogated in the office than it was on a previous remote transmission. The remote transmission indicated that device was at elective replacement indicator but the in-office interrogation did not. The device remains in use but is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.